Event description:
It was reported that after trying to gain access to an aneurysm, the physician retracted the guidewire (subject device) and noticed coating on gloves. It appeared the coating had flushed off of the guidewire. There were no reported clinical consequences to the patient. No additional information is available.

Event description:
It was reported that after trying to gain access to an aneurysm, the physician retracted the guidewire (subject device) and noticed coating on gloves. It appeared the coating had flushed off of the guidewire. There were no reported clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the guidewire was bent at 1.5 cm from its distal end. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was scrapped off on several places at approximately 28.0 cm to 72.0 cm from its proximal tip. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The observed peeled/scraped ptfe coating appears to be scrapped off with the torque device collet, which is believed to have occurred from an insecurely tightened torque device. Per the device directions for use: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.

Manufacturer narrative:
The subject device was not returned.